Event description:
It was reported that during a ptca procedure, the balloon could not be deflated. No pt injuries or comlications occurred.

Manufacturer narrative:
Returned product analysis revealed a leak near the catheter hub. The leak was in the polyimide material at the bond site. The cause of the shaft damage could not be determined.